Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem was confirmed. It was determined that the cutters came into contact with the dura guard of the attachment during use, causing the reported fracture. The attachment exhibited damage that was indicative of excessive side loading during use, and a cutter that was not properly assembled and secured into the motor before use. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA that device broke during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of the event in unk. There is no add'l info available.